Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. It has been reported that there was a difference in readings of 50-100 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).